Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted during a secondary surgical procedure due to mechanical complications in the left eye defined as the patient was unable to drive at night due to glare and blurred vision. The incision was enlarged to remove the lens prior to insertion of replacement iol. A replacement lens of a different model zxw225, but of the same diopter as the original lens was used. No suture or vitrectomy was required. There was no patient injury reported. The patient outcome status was reported as stable. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 5, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was received loose in a bag. No handpiece was received. Visual inspection was performed. The lens was cleaned and was observed with no issues. No further evaluation was performed. The complaint issues reported could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.